Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump was not communicating with transmitter. Customer received sensor error and calibration error alarms. Customer reported that since sensor was not working properly, she received very low blood glucose and paramedics were called to save her life. Customer declined troubleshooting.